Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: premature partial deployment. Time of device malfunction: during preparation. Symptoms/ae: na. It was reported that during prep, the xpert stent partially deployed. There was no pt involvement. Though requested, no additional info was available.